Event description:
It was reported that the hanging loops and covers were missing. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cover bail attachments were cracked and the bail attachments were missing. It was also noted that the battery contacts were visibly contaminated. (B)(4).